Event description:
On (B)(6) 2012 customer reported that the needle bellows of the lh750 were overflowing. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and during that time the probe wipe assembly went out. Fse was unable to observe the overflow of the bellows. Another fse replaced the probe wipe and inspected the bellows, but did not determine what caused the bellows not to drain. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. No further leaks were reported.

Manufacturer narrative:
Evaluation: results: fse could not determine why the bellows did not drain. (B)(4).